Event description:
It was reported that during a ladg, the device gave an error alarm. When the device was cleaned in saline, the blade was found to be broken in two pieces. It appears the broken piece fell on the floor. The case was completed with a like device. There was no patient consequence.